Event description:
It was reported getting error message that machine (sr8) is not holding a charge, as well as machine is shutting down mid procedure. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of getting error message that machine (sr8) is not holding a charge as well as machine is shutting down mid procedure was confirmed. The reported issue that there is an error message that the machine is not holding a charge is confirmed. The sr8 boots to a battery health warning stating ac power is required. The reported issue that the machine is shutting down mid procedure is confirmed. The sr8 shuts down abruptly. The root cause of the reported issues is due to an internal failure within the lithium ion battery. After reviewing the logs, it was found 7 or more concurrent voltage differential values which exceeded the critical threshold 50. Also, the stored voltage differential battery health level was critical.

Event description:
It was reported getting error message that machine (sr8) is not holding a charge, as well as machine is shutting down mid procedure. No other information was provided.